Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce60a device was returned in good visual condition and with three ecr60g cartridge reloads present. Cartridge (b) ecr60g, l52l3r was received fully fired and in good visual conditions. Cartridge (c) ecr60g, l51u3y was received fully fired and in good visual conditions. Cartridge (d) ecr60g, l51u3y, was received with the right side fully fired, left side outer row fully fired and the two inner rows partially fired 1/3 , damaged on cartridge deck. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the cartridge pan was noted to be partially detached at left side. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic bullectomy, some staple drivers fell into the patient after the 3rd firing on the lung. Although the doctor felt that the firing speed was slower than usual, but the knife removed automatically and the jaws opened without problem. The target tissue was cut and stapled properly. The fallen parts were all removed from the patient. The distal end of the cartridge was damaged. Reinforcement material was used. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what device was used with the cartridge reported? --- pce60a .